Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Cold insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer loaded cold insulin into the cartridge. Customer continued to use the current cartridge. Customer¿s blood glucose level was 125 mg/dl.